Event description:
It was reported that when the hcp explanted the patient's old pump he found that the pump connector was broken off from the pump. The pump and catheter were both replaced. No patient symptoms or outcome was reported. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.

Manufacturer narrative:
.